Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Customer's blood glucose level ranged between 300-571 mg/dl which was addressed by delivering a bolus. Reportedly, the customer changed pump supplies to resolve issue. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.